Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their parent says "something happened to me and I can feel it in my heart". It was also reported that "the reading machine came on by itself at the same time" the previous week it happened again and the lights flickered on it. The patient also fell and seems to be getting weaker. Whilst in hospital the patient was having premature ventricular contractions (pvc) and was told they had too many beats. Reprogramming was completed on the implantable pulse generator (ipg) and remains in use. The right ventricular (rv) lead also remains in use. No further patient complications have been reported as a result of this event.